Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device drawers 3.1 and 3.2 were failed. The field service engineer (fse) shut the machine down, opened the back, and reseated all connections on drawers 3.1 and 3.2. After powering the device back on, both drawers were detected on the bus, no failed icons were present, and the fse tested the device in the hardware test application (hta) to confirm functionality, resolving the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawers 3.1 and 3.2 failed and were not detected by the machine. The customer attempted a full reboot of the station and tried to recover the drawers; however, the problem persisted. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.